Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) was removed for routine replacement. No allegation was made against the ICD, the ICD is reported due to analysis testing which revealed the device exhibited premature battery depletion.